Manufacturer narrative:
A review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The device declared end of life (eol) post explant after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator had previously exhibited extended charge times. Additional information indicates that a battery status of elective replacement indicator (eri) was declared due to extended charge times. No adverse patient effects were reported. Technical services (ts) discussed product operation and that the product should be replaced within 90 days from the date that the product declared eri.

Manufacturer narrative:
Additional information was received indicating this device was explanted and replaced. The device was returned for analysis. This report will be updated when analysis is complete.

Manufacturer narrative:
No additional information is available at this time. As of today, our investigation is complete. If additional information becomes available, this report will be updated.